Event description:
A customer reported a lower than expected vitros phyt result was obtained from a proficiency sample and higher and lower than expected vitros phyt results were identified on qc fluids run on a vitros 5600 integrated system. Proficiency= 2.9 versus expected 7.43; qc= 27.56, 23.94 versus expected 19.0; qc= 12.84, 14.29, 24.26, 24.78 versus expected 19.9. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros phyt result was recovered from a proficiency sample and higher and lower than expected vitros phyt results were identified on qc fluids run on a vitros 5600 integrated system. A definitive cause has not been determined for the lower than expected vitros phyt result obtained from the proficiency sample. An instrument issue is suspected as the likely cause. Additionally, user error cannot be ruled out as a contributing factor. A definitive cause of the higher and lower than expected phyt quality control results has not been determined. Based on the data provided, the investigation has concluded an instrument issue to be the likely cause of the event. The investigation is on-going.